Event description:
On 01/29/1999, the manufacturer's (MFR.) Sales representative informed the MFR. Of the following: the physician informed him that during implant of the device while tunneling the catheter, the distal tip of the catheter broke off. Another device was obtained and while tunneling, the distal tip of this device also broke off. Another device was obtained and the procedure was completed without further difficulties. The device(s) in question are scheduled to be returned to the MFR. For analysis. No further details were provided.